Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes. One code indicated disabled valves and one indicated a communication failure between monitoring and breathing subsystems. Ventilator was replaced. There was no patient harm. Importer ref number: (B)(4). Reference MFR report number 8010042-2013-00094.